Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had bent cannulas several times and the insulin pump did not alarm no delivery. The customer stated that she was experiencing high blood glucose. Advised the customer to call back to perform the high pressure test when she gets home. No further information was provided.